Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a failure. This condition was found in the "intermedia area." It is unknown when this event occurred. The quality engineer later assigned failure code f-94 to be the determined problem; this condition had the potential to interrupt delivery, the facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code 94 was confirmed and reproduced during product evaluation. This condition was caused by the configuration setting not being zero (0). The configuration settings were reset to correct the reported condition. A follow-up report will be filed if any additional details become available.